Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that approximately 7 years following the implant of the transcatheter bioprosthetic valve the patient presented to the emergency department via ambulance due to chest pain and shortness of breath. The patient was hospitalized for care and observation for a non-st-elevation myocardial infarction (nstemi). Discharge to home occurred 2 days later. As reported, there were no significant findings. A low does anticoagulant was prescribed for 1 month. The nstemi was reported as resolved with no sequelae. The physician indicated the nstemi was related to the transcatheter valve. Approximately 7 days later the patient presented to hospital with increased shortness of breath and edema and was admitted with acute congestive heart failure (chf) for further evaluation. An echocardiogram identified severe aortic transvalvular regurgitation. A transthoracic echocardiogram (tte) performed 1 day following this admission did not show vegetation. Treatment included a diuretic, potassium and oxygen. A repeat transcatheter aortic valve revision was recommended. However, it was determined the transcatheter valve was too high risk for patient, and an open heart procedure would be required. The patient ultimately decided not to proceed with surgery and would manage the symptoms medically. Hospital discharge to home occurred 8 days following the admission for the chf which was related to the valve. The heart failure event and regurgitation events remained ongoing.

Manufacturer narrative:
Updated data: b5 d4 - UDI. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was reported that per the physician, the severe aortic transvalvular regurgitation was related to the valve.